Event description:
It was reported that the user experienced multiple episodes of low blood glucose while using the ilet, with the lowest values reported between 40 and 67 mg/dl, and elected to discontinue use and return the device without further troubleshooting. Symptoms included hypoglycemia requiring oral glucose treatment. Outcomes included transient low glucose without hospitalization.

Manufacturer narrative:
Investigation included a review of the complaint details and coordination with internal teams for return processing. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that a definitive device-related cause could not be established based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.